Event description:
It was reported that the patient was having difficulty charging as the charger would never connect to the ipg due to depth. The patient underwent an revision procedure wherein the ipg was repositioned. The patient was doing well post-operatively.